Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a failed battery test, no delivery/occlusion alarm, audio/vibrate anomaly/absence of alarm, keypad/button unresponsive/button error, and occluded. The customer reported no adverse events. The event involved product(s) mmt-1880, mmt-396a, and mmt-332a. The customer reported receiving a battery-failed alarm. Troubleshooting was performed. The customer reported a past insulin flow-blocked alarm. The customer reported an audio/vibrate anomaly. The customer reported a keypad anomaly and/or a stuck button alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-396a. No product return is required for mmt-332a.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly and no failed batt test alarm, no delivery/occlusion alarm, stuck button error alarm or constant tone noted during testing. Thump and carelink software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No delivery alarm found in the pump history file/trace on (B)(6) 2024 at 06:33:45 during basal delivery. No failed battery test alarm or stuck button error alarm found in the pump history file/trace on the event date 16-apr-2024. Pump was cut open to perform visual inspection and found no evidence of physical damage or moisture damage on the keypad assembly, electronic assembly, force sensor assembly or motor assembly. The force sensor offset measured (22.91 mv). The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. In summary, pump passed all required testing. Failed batt test alarm, no delivery/occlusion alarm, audio/vibrate anomaly/absence of alarm and keypad/button unresponsive/button error alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.